Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the patient had an MRI on (B)(6) 2014 and pump logs reflect motor stall and recovery messages consistent with the time the patient was in the MRI. The patient had another MRI the following day and pump logs indicated another motor stall at the time the patient went into the MRI. The pump was interrogated prior to the report and a recovery was not yet noted in the logs. At the time of the report, the pump was interrogated again and logs indicated that a motor stall recovery occurred on (B)(6) 2014 at 2:22. It was also reported that, since the morning of the report date, the patient had been experiencing significant pain and spasticity. The device system was used to deliver baclofen and morphine.